Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal endometrial ablation done on the day of insertion". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hydrothermal endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporters added. Events hydrothermal endometrial ablation done on the day of insertion and menorrhagia added. On (B)(6) 2018: medical records received:no new information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal endometrial ablation done on the day of insertion". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hydrothermal endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.